Manufacturer narrative:
Result: the pet lock was intact on the proximal end of the pusher assembly, the pusher assembly was kinked approximately 5.0, 11.0, and 22.0 cm from the proximal end of the pusher assembly, and the coil was intact with the pusher assembly. Conclusion: the complaint has been evaluated. The complaint indicated that the pod5 was noticed kinked during the removal from the packaging hoop. Evaluation of the returned device was confirmed. The proximal shaft of the pusher assembly was kinked. This type of damage typically occurs from improper handling of the device during the removal from packaging. If force is applied at an angle while maneuvering the device, it is likely that damage such as this may occur. These devices are 100% functionally tested and visually inspected for damage during process inspection. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Manufacturer narrative:
(B)(4).

Event description:
The patient was undergoing a coil embolization procedure using pod5 coils. Upon removal from the packaging, the pusherwire of a pod5 coil was found kinked and was not used. The procedure successfully continued using a pod4 coil and a pod5 coil.